Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set tubing, disconnected from the connector piece that inserts into the infusion site. Reportedly, her blood glucose was 313 mg/dl, at the time of this event. She stated that she did not tug on the tubing. There was no damage when the package was first opened. No further information available.